Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) along with competitor leads, exhibited noise and out-of-range (oor) low pacing impedances of less than 200 ohms. Boston scientific technical services (ts) was consulted and suggested getting an x-ray to determine if there was a lead issue that could be seen. No xray was taken and the physician has no plans to intervene at this time. To date, no adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the patient reported hearing tones from their device. Upon review of the data stored on the remote home monitoring system, the only thing found was continued low out of range pacing impedance measurements for another manufacturer's right atrial (ra) lead. Boston scientific technical services (ts) suggested demonstrating the tones to the patient to see if they were similar to what the patient heard. At this time the cause of the tones was unable to be identified but were thought to be unrelated to the device. No further troubleshooting has occurred relating to the low ra impedance measurements. The implantable cardioverter defibrillator (ICD) and ra lead remain in service.

Event description:
Additional information became available that this patient received an inappropriate shock due to noise on both competitor leads. An x-ray was taken which showed the leads were in an appropriate position and not touching each other as previously thought. No changes were made to the system. To date, no adverse patient effects have been reported.

Manufacturer narrative:
(B)(4)